Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported issue was confirmed. The presumed cause was a failure of the printed circuit board (dr board), and a worn out locking lever on the video connector. However, the definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported to olympus the video system center screen will be blank and then display color bars. It does not recognize 180 series scopes. The issue was found during preparation for use. There was no report of patient involvement.